Event description:
An or manager reported a surgeon noted glistenings on the matrix of the intraocular lens (iol) after implantation. Pt impact remains unk. The surgeon was unwilling to complete the follow up questionnaire.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon was unwilling to complete the follow up questionnaire. (B) (4). (B) (4). (B) (4).